Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that after trialing, the provisional fractured upon removal during knee arthroplasty procedure.

Manufacturer narrative:
One persona tasp ps right ef bottom was returned for review. The visual inspection of the tasp bottom confirmed that the tasp was fractured into two pieces separating the medial side from the central post and lateral side. The fractured pieces were returned for investigation. There were cosmetic damage seen on the edges and proximal and distal surface of the tasp. The associated lot was manufactured on july 7, 2014 and has therefore been in the field for approximately one year and nine month. It is unknown for how many times the device is being used. The product search history found eight other complaints for the same issue for the product lot combination. The reported issue has been investigated through a CAPA. This device is used for treatment. In addition, ps tasp top components and standard (non-cps) tasp bottom components have been modified dimensionally to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. A CAPA was opened for the breakage of tasps. FDA recall z-2578-2014 contains the related lot number. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice.